Manufacturer narrative:
The patient¿s driveline infection was previously reported to the manufacturer the study database. However, at that time the ae reported was under ide exemption. Therefore, the event was not reported within medwatch MFR report. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient had sternal wound erythemic with pockets of white raised areas and wound dehiscence. The patient denied fever but had night sweats. White blood cell count (wbc) was 13.6. The patient was hospitalized. The patient had a history of (B)(6) blood cultures not previously reported to the manufacturer and driveline infection. The patient had been on IV (B)(6) since (B)(6) 2017. The patient was admitted for surgical incision and drainage (I&d) of sternal wound, which occurred in the operating room on (B)(6) 2019. The event was reported as ongoing.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.